Event description:
It was reported that the gpi (ground path impedance) is rising progressively and the pt's auditory performance is deteriorating. Despite frequent inquiries, no further information has been received to date.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.